Manufacturer narrative:
H.6. Investigation summary: neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. H3 other text : see section h.10

Event description:
It was reported that before use of the bd ultrasafe¿ x100lg2xl png blue tint they are missing the safety labels. The following information was provided by the initial reporter: for several weeks, the deliveries of the safety device are missing the labels for the samples or they are hided under the edge protection. During the last deliveries our colleagues from warehouse opened the top layer (40 boxes) and then found the samples, unfortunately there were no samples in today's delivery.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultrasafe¿ x100lg2xl png blue tint they are missing the safety labels. The following information was provided by the initial reporter: for several weeks, the deliveries of the safety device are missing the labels for the samples or they are hided under the edge protection. During the last deliveries our colleagues from warehouse opened the top layer (40 boxes) and then found the samples, unfortunately there were no samples in today's delivery.